Manufacturer narrative:
Follow-up #1: date of submission 29-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2019 with the following findings: during investigation, the black box contains dates from 08-may-2017 to 14-may-2017. The black box and histories for the issue reported on 29-aug-2018 have been overwritten. Available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 6:13pm on 14-may-2017. Pump passed delivery accuracy test and found to be delivering within the required specifications. The pump was able to deliver greater that 2 units without issue. Unable to duplicate or verify reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl. The reporter alleged the patient's blood glucose excursion was the result of a history settings issue; the pump was only delivering 2 units of insulin at one time. The pump was not available for troubleshooting by animas customer support at the time of the complaint; troubleshooting of the pump was not completed. No further information was available. Animas customer support made several attempts to contact the reporter for further information; however, the reporter has not responded to these attempts. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to an alleged pump issue.